Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "patient fell post thrombectomy and developed a hematoma at catheter groin site. The original intended procedure was a thrombectomy."

Manufacturer narrative:
Explanted date: device was not explanted. Occupation- project manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.